Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of death is unknown. Olympus made multiple follow ups to the user facility by telephone and in writing in an attempt to obtain additional information regarding the reported event. To date, no additional information was obtained.

Event description:
Olympus received a legal document on august 15 2016 which reported that a patient was injured after undergoing multiple procedures using a tjf-q180v duodenoscope between (B)(6) 2014 and (B)(6) 2015. The patient reportedly expired.